Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was getting worked up for a thrombus for a week. The patient's symptoms included hematuria, heart failure symptoms, increase in creatine, increase in lactate dehydrogenase, and the left ventricle was not unloading. The patient was readmitted to 11/04 and administered medication. The log file showed one power spike observed in conjunction with a pl event. The patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.